Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a monthly remote transmission, there were no episodes, but noise was observed with what appeared to be a regular rhythm. Programming changes were discussed. Patient was stable.